Manufacturer narrative:
(B)(4).

Event description:
It was reported that through remote transmission, the device was found to be in backup vvi. The patient was asymptomatic. A device download was successfully performed. The patient was fine and there were no further issues.